Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation this report shall be updated.

Event description:
The patient is pursuing a product liability claim that involves use of the tm acetabular revision shell. It was reported that a patient had been implanted with a tm acetabular revision shell on (B)(6) 2010 and was revised on (B)(6) 2011 due to loosening.